Manufacturer narrative:
The investigation determined that the incorrect test was processed when using the vitros 5600 integrated system for a single patient sample. The customer reused an sid number without ensuring that the previous program associated with the sid number was processed to completion or deleted prior to reuse. The csc reviewed information contained in the ¿sample ID reuse¿ section of the 5600 integrated system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The investigation determined that the root cause of the event is user error due to improper sid reuse. The vitros device did not malfunction.

Event description:
The customer identified a patient sample for which the incorrect test was run when using a vitros 5600 integrated system. This event meets potential health and safety criteria, as test results could have been associated with the wrong patient and mis-reported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).